Event description:
A system error 2240 (air in line) alarm occurred on a homechoice (hc) during use. During troubleshooting, the technical service representative (tsr) discovered that the home patient (hp) had disconnected prior to the 2240 alarm, had not pressed stop, and had not used aseptic technique when reconnecting to the setup. The tsr reviewed proper procedures with the hp. The hp planned to complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(6). This complaint is for a report of a use error where the patient did not press stop before disconnecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.